Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Additional device product codes: jdp and hrs. Unknown. Approximately a year before explant on (B)(6) 2018. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent revision periprosthetic fracture on (B)(6) 2018, wherein the following implants were removed: one (1) unknown variable angle (va)-locking compression plate (lcp) condylar plate, right 18 hole and ten (10) unknown va-lcp locking screws, due to the patient's clear non-union on the right distal femur above the knee prosthesis. It was also noted that nine (9) of the ten (10) screws were seen to have backed out of every hole they were inserted. The one (1) screw that did not back out was posterior to the femoral shaft, and was not in the bone. It was noted that the screws may not have been torqued during the initial procedure. The removed implants were revised to an unknown 95 degree angle blade plate. The removed plate and screws were originally implanted approximately one (1) year ago. There was no surgical delay reported. The patient outcome was good compression across non-union and bone graft after insertion of angle blade plate. Upon the receipt of the devices, visual inspection found that all the returned screws were damaged with nicks or flattened threads. Concomitant device reported: va-lcp condylar plate, right 18 hole (part# 02.124.414s, lot# 9391898, quantity 1). This report is for one (1) 5.0mm variable angle locking screw/slf-tpng/strdrv/65mm. This is report 5 of 10 for (B)(4).

Event description:
It was reported that the patient underwent revision periprosthetic fracture on (B)(6) 2018, wherein the following implants were removed: one (1) variable angle locking compression plate (va lcp) condylar plate and ten (1) locking screws due to the patient's clear non-union on the right distal femur above the knee prosthesis. It was also noted that nine (9) of the ten (10) screws were seen to have backed out. The one (1) screw that did not back out was posterior to the femoral shaft and was not in the bone. It was noted that the screws may not have been torqued properly during the initial procedure. The patient was revised to an unknown 95 degree angle blade plate. The removed plate and screws were originally implanted approximately 1 year prior to removal. There was no surgical delay reported. The patient outcome was good compression across non-union and bone graft after insertion of angle blade plate. During initial inspection of the returned devices, it was noted that the threads of the va lcp condylar plate are damaged. This report is for one (1) 5.0mm va locking screw. This is report 5 of 11 for (B)(4).

Manufacturer narrative:
Updated description, there are no concomitant devices. A review of the device history records has been requested. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 02.231.265. Lot: 9603429. Manufacturing site: (B)(4). Release to warehouse date: 17 august 2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the complained screws were found with several mechanical damages on entire part's surface. In particularly the threaded area at the screw head is badly damaged and plastically deformed. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. The damages were clearly caused post manufacturing by this no further review necessary. Drawing/specification review: as indicated in the manufacturing documents, the correct material was used. No issues, deviations nor ncs which could lead to the complaint condition were found. Summary: our investigation has shown that the complained condition "screws backed out" cannot be confirmed as no x-rays were made available. Due to the various damages detected, this complaint will be rated as confirmed. Because of the damage, it is not possible to measure all the relevant dimensions for this complaint. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. Multiple factors can lead to the complained issue. These factors include but are not limited to: wrong torque or angulation of the screw during insertion. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.